Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported in a customer satisfaction survey that the customer had general dissatisfaction with "limitations on characters after decimal point. Lack of prompt or alarm to unclamp when using secondary tubing". There was no specific event per customer.